Event description:
The surgeon performed a hip procedure with the assistance of the robotic arm interactive orthopedic system (rio). The pt's femoral stem and head were revised after an x-ray revealed that the stem's distal tip was protruding through the pt's lateral femoral cortex.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this event. The stem was inserted manually with no guidance from the makoplasty hip application. Per the surgeon's directive, femoral registration with the rio was not performed during the surgery (ie, surgeon error as registration should have been performed). The surgeon also stated that he wasn't able to confirm whether the event occurred during the procedure or post operatively. He also stated that it "had nothing to do with the mako hip application". It was decided to submit this 30 day report in an abundance of caution to ensure compliance with 21 cfr part 803 medical device reporting regulations.